Manufacturer narrative:
(B)(4): device was not returned to manufacturer therefore cause of event cannot be determined.

Event description:
It was reported that during an operation on (B)(6)-2015, the implant, still secured by the implant inserter, rotated in the opposite direction in contrary as it was supposed to. Instead of going inside the disc space through the foramen, it went through the external side of the foramen. The implant loosened from the inserter and was unable to be retrieved. Its actual position ended up somewhere lateral to the spine. As a consequence of this misdirection, some degree of leg paresis occurred. The implant remained implanted in the patient. It was not scheduled to explant it.